Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown reamers: reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the reamer head was broken in the patient¿s tibia. The surgeon successfully removed all fragments from the patient's tibia. There was an unknown surgical delay. The procedure was successfully completed. Patient outcome is unknown. This report is for one (1) unk - reamers: reamer head. This is report 1 of 1 for (B)(4).